Event description:
It was reported that the outer cannula trach head cracked/separated on one (1), size 8 dcfn, disposable cannula cuffless fenestrated tracheostomy tube. The disposable devices had been in use approximately six (6) months when the breakage occurred. A number of labeled contraindicated cleaning/maintenance practices were also reported. The complainant has been advised to review and discuss the device labeled instructions with the health care provider. There was one (1) patient involved with no reported patient injury. The size 8 dcfn device was returned to the manufacturer on 10/06/98 for decontamination, analysis and investigation.